Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 179 mg/dl. The customer thought that the higher bg level was possibly due to the insulin being out of date or degraded due to the heat. The customer reported that the pump was functioning as expected. However, a bolus via the pump did not decrease the bg, but an insulin injection did decrease the bg level. Tandem technical support reviewed the proper storage of insulin and that humalog was to be changed every 48 hours. The customer acknowledged the information.